Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. Troubleshooting was performed. It was stated that the device was rested for five minutes and a new battery was installed, but the motor error alarm reoccurred several times. Performed a displacement test and the insulin pump did not pass the test. No further info was provided.